Manufacturer narrative:
Additional suspect medical device components involved in the event: reference number: 18026799, brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7006821, upn: (B)(4). Reference number: 18026816, brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 5018677, upn: (B)(4).

Event description:
It was reported that high impedances were displayed on the spinal cord stimulation (scs) leads resulting in inadequate pain relief. The patient underwent a procedure in which the leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.